Event description:
It was reported that the patient had a return of pain in both of his hips over the three weeks prior to report. Increasing the amplitude for his device didn't help, but he noticed some differences when he changed his program group. The patient felt that the new group may help with the pain, however, he was feeling some vibrations on his ribs. Eight days later, it was reported that the all of the patient's pain returned while he was driving home from being reprogrammed. The patient felt the pain "deep into his left hip." The patient wanted to be reprogrammed again as soon as possible; however, his physician was on vacation at that time. Two days later, it was reported that the patient no longer wanted to be reprogrammed and had not met with a medtronic representative. The patient was seeking orthopedic help for the arthritis is his hip, specifically a hip replacement. It was noted that the patient has been putting the surgery off for "a long time." About four weeks later, it was reported that the cause of the event was the patient's history of falls. It was noted that there was no stimulator related event and the patient was not hospitalized. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type extension.